Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image sensor unit and/or printed circuit board (pcb) in the scope connector had been damage. However, a definitive root cause could not be determined. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported no image and red and black dots from the evis exera iii bronchovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, temporary image loss without an error message was discovered, caused by a defective plug unit printed circuit. In addition, there were scratches on the connecting tube surface coating, the distal end of the probe cover was damaged, and the distal end of the charged coupled device was slightly damaged. Angulations were out of specification as well. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.